Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of post-sensed t-wave oversensing (pstwos). Programming changes were suggested. No intervention was reported and patient will be further monitored. The patient was in stable condition.